Manufacturer narrative:
Investigation summary one sample (model #me2020, lot #22129152) was returned by the customer. It was reported by the customer that one set was unable to prime. The set were examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe, and attempted to be flushed with water. The sample was unable to be flushed. The sample was further examined under magnification where an occlusion can be observed. The occlusion was observed at the bottom connector. The customer complaint can be verified. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. Further investigation indicated that the potential root cause of the failure could be related to the incorrect application of solvent (excess) in the tubing, and the assembler neglecting to use the occlusion test equipment. A device history record review for model me2020 lot number 22129152 was performed. There was a quality notification issued for the failure mode reported by the customer during the production build of this set for lot number 22129152 as notification ID #(B)(4) on 13dec2022.

Event description:
It was reported that the bd maxguard¿ extension set was blocked during the priming process. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " I have 3 product concerns for you. 2 are on the same item me2020, lot # 2219152 ¿ one unable to prime set, one cracked hub. Neither reached patient , found during priming of sets... A. Unable to prime set: in month of march, exact date unknown b. Cracked hub: in month of march, exact date unknown... ¿ was any medication used with the products? If yes, what was the medication? For the one that the crack was found during priming no medication. For the other was morphine. ¿ did any leakage occur in the incident with the cracked hub? Yes... ¿ were there any concerns with the products before trying to use them? Not of cracking we had one that was unable to be flushed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxguard¿ extension set was blocked during the priming process. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " I have 3 product concerns for you. 2 are on the same item me2020, lot # 2219152 ¿ one unable to prime set, one cracked hub. Neither reached patient , found during priming of sets... Unable to prime set: in month of march, exact date unknown cracked hub: in month of march, exact date unknown... Was any medication used with the products? If yes, what was the medication? For the one that the crack was found during priming no medication. For the other was morphine. Did any leakage occur in the incident with the cracked hub? Yes... Were there any concerns with the products before trying to use them? Not of cracking we had one that was unable to be flushed.".